Event description:
On (B)(6) 2011, the pt underwent treatment for a thoracic aortic aneurysm with a gore tag thoracic endoprosthesis. However, a sheath could not be advanced through the iliac arteries, and after unsuccessful attempts to advanced the catheter bareback, the physician withdrew the undeployed tag device, then converted the pt to open surgical repair of the aneurysm. The pt tolerated the procedure and left the operating room in stable condition.

Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specs.